Manufacturer narrative:
Capsule contracture reported as the reason for explantation.

Event description:
Capsule contracture reported as the reason for explantation.

Event description:
Capsule contracture.

Manufacturer narrative:
Capsule contracture reported as the reason for complaint.